Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised an exeter unitrax to a total hip replacement utilizing the anterior approach. He used a medacta cementless cup 46mm and ceramic insert. He removed an exeter 37.5 #1 stem because, the pt was 2cm too long from previous surgery done in 2008 by a registrar at (B)(4) hospital. While removing the stem, it was noted that there was a remnant of gauze between the cement mantle and the bone. A 35.5mm exeter stem was then inserted by surgeon into the existing cement mantle with no centralizer.